Manufacturer narrative:
On (B)(6) 2021 the customer alleged power loss alarm and rewind anomaly. Pump received with detached retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Pump received with pillowing keypad overlay and cracked case above arrow and battery icon identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. In further full review in the pump history found power loss alarm on the event date of (B)(6) 2021 at 05:44:23, 05:44:34, 20:44:10, and 20:44:21; also, found: low battery alarms on (B)(6) 2021 at 03:36:01 and 19:04:00. Insert battery alarms: on (B)(6) 2021 at 19:07:20, 20:10:26, 20:20:00, 20:20:28, 20:20:40, 20:20:52, 20:21:04, 20:21:16, 20:21:29, 20:21:41, 20:21:53, 20:22:04, 20:22:16, 20:22:28, 20:22:40, 20:22:52, 20:23:04, 20:23:16, 20:23:28, 20:23:40, 20:23:52, 20:24:04, 20:24:16, 20:24:28, 20:24:40, 20:24:52, 20:25:04, 20:25:16, 20:25:28, 20:25:40, 20:25:52, 20:26:05, 20:26:17, 20:26:29, 20:26:41, 20:26:53, 20:27:04, 20:27:16, 20:27:28, 20:27:40, 20:27:52, 20:28:04, 20:28:16, 20:28:28, 20:28:40, 20:28:52, 20:29:04, 20:29:16, 20:29:28, 20:29:40,20:29:52, 20:30:04, 20:30:16, 20:30:28, 20:30:40, 20:30:52, 20:31:04, 20:31:16, 20:31:28, 20:31:40, 20:31:52, and 20:32:04. Replace battery alarms on (B)(6) 2021 at 05:02:00. Replace battery now alarms on (B)(6) 2021 at 05:02:00. Failed battery alarms on (B)(6) 2021 at 19:14:21, 20:20:28, 20:20:40, 20:20:52, 20:21:04, 20:21:16, 20:21:28, 20:21:40, 20:21:52, 20:22:03, 20:22:15, 20:22:27, 20:22:39, 20:22:51, 20:23:03, 20:23:15, 20:23:27, 20:23:39, 20:23:51, 20:24:03, 20:24:15, 20:24:27, 20:24:39, 20:24:51, 20:25:03, 20:25:15, 20:25:27, 20:25:39, 20:25:51, 20:26:04, 20:26:16, 20:26:28, 20:26:40, 20:26:52, 20:27:03, 20:27:15, 20:27:27, 20:27:39, 20:27:51, 20:28:03, 20:28:15, 20:28:15, 20:28:27, 20:28:39, 20:28:51, 20:29:03, 20:29:15, 20:29:27, 20:29:27, 20:29:51,1 20:30:03, 20:30:15, 20:30:27, 20:30:39, 20:30:51, 20:31:03, 20:31:15, 20:31:27, 20:31:39, 20:31:51, and 20:32:03. Pump could not perform displacement test and occlusion test due to detached retainer. Pump passed sleep current measurement, active current measurement, rewind, prime/seating test, and force sensor test, however failed the self test due to no vibration. Pump rewound properly without any alarms occurring. No unexpected rewind alarms in pump history download, thus rewind anomaly not confirmed. Pump was cut open to perform visual inspection and found moisture damage on the harness assembly vibrator and corroded battery tube. No unexpected power loss, low battery, insert battery, replace battery, replace battery now, and failed battery alarms during testing. In summary, pump could not perform displacement test and occlusion test due to detached retainer. Pump's failure of the self test is suspected to be due to moisture damage on the harness assembly vibrator. Customer alleged for power loss alarm was confirmed on (B)(6) 2021. Customer allegation of rewind anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received power loss alarm. Customer was able to clear error and unable to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.